Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer's blood glucose was 84 mg/dl. Customer stated the alarm was resolved by a complete set change. The customer was unable to troubleshoot at the time of the call. Customer also declined to troubleshoot for their blood glucose. The customer will be returning the infusion set and reservoir for analysis.